Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced red heart alarms when he connected to his power module while at home. No alarms occurred when the patient was connected to batteries. The patient was seen in the clinic. His system controller was exchanged, and when the black power lead was connected to the power module from battery power speed drops were noted as well as red heart alarms. The patient cable and power module were also exchanged and pump stoppages occurred on the alternate set of equipment. The log file was reviewed and confirmed the reported pump stops and the log file data was indicative of a percutaneous lead issue. X-rays were taken and did not show any definitive percutaneous lead damage. The... With additional tape. The area with red tape had been applied for approximately 2 years and the area with the black tape had been applied for approximately 2 weeks and was suspected to be the area causing the pump stops. The manufacturer's technical service representative evaluated the driveline and was unable to reproduce the issue. The percutaneous lead was aggressively manipulated while connected to a 14 volt power module patient cable. A possible internal issue is suspected. There was also a slight separation of the percutaneous lead at the metal connector, and a clamshell was installed. The patient remains ongoing.